Manufacturer narrative:
No device return anticipated due to this being a legal case.

Event description:
It was reported via a legal tolling agreement, that a male patient who was initially implanted on their left knee on (B)(6) 2012, underwent a revision procedure on (B)(6) 2022, approximately 9 years 7 months post the initial implant procedure for reasons unknown. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H7: z-0021-2022.